Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and an issue of air bubbles in the shaft of the sheath was encountered. It was reported that the physician stated he could not get air bubbles out from the shaft of the sheath. The physician stated he tried to flush it several times but could not resolve the issue. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced, the issue was resolved, and the procedure continued. There was no report by the physiognomy of air being introduced into the patient. The physician stated that he tried as many as five times to extract the bubbles from the sheath, but that the sheath appeared to ¿be malfunctioning.¿ no medical intervention was required. The patient has not exhibited any neurological symptoms.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and an issue of air bubbles in the shaft of the sheath was encountered. It was reported that the physician stated he could not get air bubbles out from the shaft of the sheath. The physician stated he tried to flush it several times but could not resolve the issue. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced, the issue was resolved, and the procedure continued. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and functional test of the returned device visual analysis of the returned product revealed bubbles were found in the luer hub, no other physical damage or anomalies were observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint device was sent to the manufacturer for further investigation. The manufacturer concluded the stopcock was found to have one bubble in the hub area where the stopcock tubing is glued inside the hub. The bubbles were confirmed to be a small void of adhesive between the tubing wall and the hub wall. The bubble/void was completely encapsulated and did not pose a functional risk. No issues were found with the adhesive, or the adhesive dispenser set up during the review. No nonconformances were issued during the build of the product related to adhesive or bubbles. Air bubbles are inherent to the process of dispensing this adhesive. Air bubbles in the adhesive is not a defect per manufacturing procedure. A device history record was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) corrections: on (B)(6) 2022, it was noticed the following fields were left blank in the 3500a initial medwatch report: d9. Device available for evaluation? Was reported as no, should have been yes. D9. Date device returned to manufacturer was left blank, should have been 7-jul-2022. D9. Is device returned to manufacturer? Was left blank, should have been check marked. All fields have now been populated appropriately with this information. Omitted statement: the following statant was missing from h10. Additional manufacturer narrative: ¿on 7-jul-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. H3. Reason for non- evaluation was reported as ¿device evaluation anticipated, but not yet begun¿ it should have been ¿other¿.